Event description:
Customer reported difficulty in snapping the cartridge into place on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump areas and attempt to reload the original cartridge, which was successful. Later, technical support guided the customer through filling and loading a new cartridge, resolving the issue. Technical support sent a replacement cartridge as the customer had previously tried multiple cartridges without success. The case was closed with no further action required.